Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Caller reported coupling and or communication issues. Caller would try to palpate to determine if it is flipped and would try another recharger if it was not flipped. It was reported patient was not able to charge the battery and could not get any coupling bars. It was reported the patient lost about 112 pounds in the year prior. It was additionally reported the battery moved under the skin or slid around a little bit. Caller reported telemetry issues. It was stated an over discharge was suspected. It was noted the last time any stimulation was felt was 6 to 12 months prior and the last successful recharging session was 6 to 12 months prior. It was reported recharging frequency matched the patient¿s settings. It was noted impedance testing was all normal and no malfunctions could be identified. It was stated recharging issue was due to poor coupling consistency. It was further reported antenna locate was used with recharger belt and good coupling was achieved. It was reported patient charged and was receiving effective therapy. It was further reported implantable pulse generator (ipg) battery was low, but not discharged or over discharged. It was noted patient was doing well with effective stimulation.